Event description:
The account alleged when the bed exit alarms it does not send a nurse call.

Manufacturer narrative:
The account replaced the utv board and has the same issue. The account found the power supply was not producing the proper voltage for priority alarm. The account replaced the power supply to repair the bed.